Event description:
Insuflon catheter placed. Unable to insert a needle into the catheter to access after placement. Insulfon was removed and a new one from a different lot number was placed. The new one did work.